Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the top of the reservoir compartment has broken off and that the reservoir could not be held in place. The insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.